Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for a herniated disc and spinal pain. It was reported that the patient¿s charge only lasted 2 hours before it died. The patient discussed this with a representative (rep), who told them that the belt may not be holding the antenna properly. The patient noted that their settings were the same since implant. The patient also stated that they had difficulties with coupling, sometimes getting full bars and sometimes getting none. Troubleshooting steps were reviewed and antenna locate resolved the coupling issue. The patient was to meet with a rep this week. It was reviewed that recharging stats and programming could be checked to determine further information regarding depletion rate and recharging stats. The patient was also sent a box of adhesive discs. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.